Event description:
It was reported during the pt's permanent procedure the physician had difficulty implanting the scs lead in the desired location. Subsequently, 2 octrode scs leads were implanted instead. It was also reported the procedure was extended by approximately an hour and a half.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.